Manufacturer narrative:
Investigation pending.

Event description:
The distributor reported the event on behalf of the customer. The patient's last menstrual period was approximately four weeks prior to the reported event. On (B)(6) 2018, the patient arrived at the physician's office with abnormal bleeding. A urine sample was collected and at approximately 4:30 pm, a henry schein hcg dipstick test produced a negative result. Approximately fifteen minutes later, a serum quantitative test was performed and produced an hcg result of 2,207 miu/ml.

Manufacturer narrative:
Investigation conclusion: returned and retention products were tested with qc cut-off standard (25miu/ml hcg urine). All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required. Correction: section b2 (outcomes attributed to adverse event) left blank to remove disability or permanent damage.